Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customers blood glucose was 280 - in the 400s mg/dl.